Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors, the clock did not kept time, and the customer could not hear the alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported rainbow effect and blotchy discoloration on the screen. The insulin pump rejected brand new batteries and the battery could last only one day. The insulin pump had unexplained random no delivery alarms. The customer reported a grinding noise during rewind and the rewind takes longer. The insulin pump erased the insulin pump settings. The insulin pump had seized. The device will not be returned for analysis.